Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) alarmed and the screen froze; it was additionally reported that the iabp pumping stopped. The iabp was turned on/off to try and resolve the issue; however the issue reoccurred and the iabp was swapped to continue therapy at the discretion of the doctor. There was no injury or harm to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6 (evaluation method, result & conclusion code), h10. A getinge service territory manager (stm) was dispatched to the customer's site. The fse evaluated the iabp and was able to reproduce the issue. The stm confirmed that the issue was to be caused by defect on the connecting cable between the console and the display monitor of the iabp unit. The stm replaced cbl assy,backplane to coiled and cable, coiled cord to fix this issue. This system was a fixed asset unit and replaced to another iabp unit. The stm running test and iabp performed without issue. The stm then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) alarmed and the screen froze; it was additionally reported that the iabp pumping stopped. The iabp was turned on/off to try and resolve the issue; however the issue reoccurred and the iabp was swapped to continue therapy at the discretion of the doctor. There was no injury or harm to patient and no adverse event was reported.